Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced periodic "grinding" noise from the pump. Titanium was also noted in the vent filter analysis. Waveform analysis revealed anomalies that are generally associated with bearing wear in the pump motor. It was also reported that there were increases in the pump rate and were thought to be attributed to an incompetent inflow valve. Approximately a month later, the patient experienced red heart alarms and the pump stopped. The patient was hand pumped and taken to the hospital. He was then placed on pneumatic support using a stroke volume limiter (svl) and drive console, and was put on the transplant list. A week later, the patient suffered a stroke. The following day, the patient was taken off pump support and expired.

Manufacturer narrative:
The manufacturer is attempting to get further information regarding if the device was explanted and acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.